Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. And found that the upper latch switch was failing. This part is a known contributor to system error 433 alarms, which were identified in the event history log. The upper auxiliary assembly was replaced to correct this condition. The software was upgraded to correct this issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.